Manufacturer narrative:
The customer contacted siemens customer care center and reported that a discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl 200 instrument. A customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse performed the following: checked alignments, checked calibration dates, checked quality control (qc) history, ran precision studies, tested two patient samples, and recommended that the customer recalibrate the instrument. A siemens specialist reviewed the instrument files and determined that the aspiration profile for the affected patient sample was atypical when the discordant result was obtained. This indicates that there was a sampling issue with the sample aspiration; siemens determined that the sampling issue was sample related and there was no indication of an instrument malfunction. An underfilled sample cup or bubbles in the sample cup potentially contributed to the discordant, falsely elevated tni result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result of 0.124 ng/ml was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The customer reported the repeat result of <0.017 ng/ml, as the correct result to the physician(s), and this result was consistent with the patient's history. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.